Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the transformer shorted causing burns to the wall. She did not report any pain or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue is being investigated under (B)(4).

Event description:
The customer reported to customer service that when she plugged in the transformer of her pump in style breast pump into the wall it shorted the pump, burnt the wall and the fire department had to be called.